Event description:
Revision surgery - the humeral shell dissociated from the stem.

Manufacturer narrative:
The original incident reported was the humeral shell dissociated from the stem. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The socket shell and insert were returned to djo surgical for examination. The articulating surface of the poly insert is in excellent condition. There are several small dents and abrasion marks on the perimeter of the poly where it joins the metal socket shell. This damage could have occurred during the revision or after the shell dissociated, but this cannot be determined conclusively. The taper on the socket shell has an area of abrasion located medially. There are no wear marks laterally on the taper. Typically a well seated taper will have circular wear marks created when the taper seats all around in the humeral stem female taper. This suggests there could have been debris or fluid on the taper preventing a full engagement. The device history records show no non-conforming material reports associated with the socket shell. One socket insert part was scrapped during the lathe operation that creates the pocket due to a tool issue. There were no non-conforming material reports associated with the socket insert manufacturing. The device history record shows the socket shell and socket insert met all critical dimensions and specifications when released from djo surgical. A review of the product complaint report history shows there are 95 prior complaints against the socket shell. Most of the complaints involve dislocation or infection. There have been 15 reports due to the socket shell dissociating. This is the first complaint for this lot number. The root cause for the revision is the socket shell dissociated from the humeral stem. Because only the socket shell and insert was returned a definitive root cause cannot be determined. The irregular abrasion mark on the taper suggests there may have been debris or fluid on the taper preventing full engagement. Other factors that can contribute to taper dissociation include: inadequate installation force to properly engage the taper, and engaging the socket in-vivo. There is no evidence that a material, design, or dimensional problem contributed to dissociation.